Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for a potential vessel occlusion. The exact root cause cannot be determined. The likely cause was determined to have been deployment technique as occlusion can occur if the device is not deployed properly. The device history record ( DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy. A2: age & date of birth: requested, not provided due to hospital policy. A3a: sex: requested, not provided due to hospital policy. A3b: gender: requested, not provided due to hospital policy. A4: weight: requested, not provided due to hospital policy. A5: ethnicity: requested, not provided due to hospital policy. A6: race: requested, not provided due to hospital policy. D6b: explanted date: the device was not explanted. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that after treatment of a lesion in the iliac artery, the angio-seal device was used for hemostasis and hemostasis was successfully achieved. On (B)(6) 2024, an abnormality was found upon the patient's complaint: the ankle brachial index (abi) had dropped, and a computed tomography (CT) showed a vessel occlusion in the peripheral part from the puncture site. A percutaneous peripheral intervention (ppi) was then performed on the occlusion. As the occlusion was located in the right femoral artery, and no pulse was felt below the occlusion, the brachial artery was punctured for access. Angiography revealed a white portion that appeared to be a thrombus, and the occlusion appeared soft. The occlusion could not be compressed by plain old balloon angioplasty (poba) alone, so an sx-type stent was implanted in the femoral artery. Afterwards, intravascular ultrasound (ivus) showed that there was a substance that appeared to be partially oval. The physician thought that this was the anchor of the angio-seal, and the stent will be firmly attached to the vessel wall when the anchor is absorbed into the vessel and completed the procedure. The estimated blood loss was less than 250cc. The procedure before deploying the device was percutaneous peripheral intervention (ppi). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 5 mm. The patient was recovering. The physician stated that since the patient had thin subcutaneous tissue, it was possible that the anchor slipped into the artery while tamping the collagen during the hemostasis procedure.